Event description:
The facility's biomedical engineer reported an infusion pump with a 538 failure code. The hospital representative stated to the baxter service facility that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, medication involved or the set up the infusion device.